Manufacturer narrative:
(B)(4).

Event description:
On 30jan2017 a patient (pt) sent an email to report that he/she has worn the acuvue2 brand contact lenses for many years. The pt reported that on his/her last eye appointment, his/her ophthalmologist prescribed acuvue oasys brand contact lenses. ¿they caused holes in my cornea!¿ the pt reported that ¿it was extremely painful and ended up being very expensive with many eye doctor appointments.¿ on 03feb2017 a call was placed to the pt and additional information was obtained as follows: the pt reported that the event occurred with the os with 3 lenses. The pt also reported pain and light sensitivity os for a couple of days. The pt reported that he/she was diagnosed with a corneal ulcer and ¿holes¿ in his/her cornea os related to contact lens wear. The pt reported that the suspect lenses were discarded. On 03feb2017 a call was placed to the pts treating eye care provider (ecp). A representative at the ecps office provided additional information as follows: the pt was diagnosed with a marginal corneal ulcer os (location not noted). The pt was prescribed prednisolone 1 drop every 12 hours and ofloxacin 1 drop q 1 hours for the first 24 hours and then qid for 7 days. The representative reported that the pt was seen for visits on (B)(6) 2016. The representative reported that the corneal ulcer resolved and no scarring was noted. No additional medical information was provided. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00jvv6 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.